Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick female external catheter caused urinary tract infections. Per follow up via phone on (B)(6) 2023, it was reported that the customer was in the hospital on 2 separate occasions due to a urinary tract infection she acquired while using the purewick external female catheter. The most recent hospital visit was on (B)(6) 2023- (B)(6) 2023, in which patient was prescribed antibiotics from the doctor for the infection. Customer was requesting that patient receive some type of compensation or reimbursement due to the nature of the incident and the fact that patient can no longer use the product.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be completed due to no lot number provided. The instructions for use were found adequate and state the following: "precautions: ¿ not recommended for patients who are: experiencing skin irritation or breakdown at the site. " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." (B)(6) rev 0 is found to be adequate to fulfill (B)(6) revision 18 as it states : precautions: ¿ not recommended for patients who are:- experiencing skin irritation or breakdown at the site. "¿ discontinue use if an allergic reaction occurs." "6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter." "¿ assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter caused urinary tract infections. Per follow up via phone on 07jun2023, it was reported that the customer was in the hospital on 2 separate occasions due to a urinary tract infection she acquired while using the purewick external female catheter. The most recent hospital visit was on (B)(6) 2023, in which patient was prescribed antibiotics from the doctor for the infection. Customer was requesting that patient receive some type of compensation or reimbursement due to the nature of the incident and the fact that patient can no longer use the product.